Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis also indicated the impedance trend on the svc defibrillation coil was variable. On (B)(6) 2015 and (B)(6) 2015, svc coil impedance rose up to 100 ohms from a trend in the 40-80 ohms range, and rising up to 140 ohms and back down to 40-50 ohms on (B)(6) 2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There was also variation in the impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.